Manufacturer narrative:
As of today, the lead under complaint is not available for analysis, therefore the device itself could not be investigated. The information provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Ous MDR - it was reported that the patient felt dizzy a few hours post implantation and had to be resuscitated. Furthermore it was reported that the pacemaker was exchanged the following day and returned to biotronik for analysis. This lead remains implanted.